Manufacturer narrative:
(B)(4). Post marketing vigilance concurrently with engineering led an evaluation of one accumesh medium opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, pmv review of complaint trends and an evaluation of the returned device. The reported condition for this incident was that the device got stuck in the trocar. The device was able to function as intended and no visible damage was noted. Device was able to open/close, articulate, lock and unlock the clips. Visual and functional testing of the returned sample confirmed the product met quality release specifications that were tested regarding the reported conditions . A review of the device history record indicates this lot number was released meeting all medtronic quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily as the device was found to meet all visual and functional test specifications. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
(B)(4).

Event description:
The surgeon could not run the device through the trocar (12mm) it got stuck. In order to make this possible they unscrewed the top of the trocar to get a bigger opening. The device could now be inserted into the abdomen but the pressure dropped to 4 since the trocar was leaking and it was impossible to put the 'top' back since the device was still in the trocar. This resulted in a very small space inside the abdomen and it was difficult to open the device and unfold the mesh inside the abdomen. The device had to be removed and could not be used again since the mesh was detached from the device (the mesh followed the device out and was not left inside the abdomen) the surgeon completed the procedure with a different mesh and everything went well.